Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 01/24/2025. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information

Event description:
"Customer reported that the needle was used to puncture through the layer sealing the jar of medication (red layer) to pull up the liquid. During the pulling up of the medication into the syringe, the piece through which the needle punctured entered the syringe along with the liquid. The red pieces in the syringe are pieces of the (red) layer sealing the medication. This was noticed prior to use on patient.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to remove the 510k number provided in the initial MDR 3014312726-2025-00008. The previously reported 510k number was incorrect. The 510k number is not applicable since it is class I medical device. Scar 20241001 was initiated at the manufacturing site to track the investigation and application of corrective actions associated with the event. Corrective actions include optimization of sandblasting process and equipment, increase inspection sampling frequency, and update engineering drawings to clarify sandblasting requirements. Corrective actions were verified by inspection of 3 batchs produced after improvement implementation.